Manufacturer narrative:
Customer should not have run patient samples when automatic quality control (aqc) and manual quality control for po2 parameter out on the system. The event has occurred due to an operator error.

Manufacturer narrative:
Customer called back and indicated that there were 9 patients and not 8 patients run between 1:45am and 6:02pm on (B)(6) 2014. Additional information: customer confirmed that no patient samples were delayed/withheld due to this incident. Siemens technical service center (tsc) has advised customer to set their security setting to not allow the user to re-enable parameters that failed qc.

Event description:
Customer reported that patient samples were run when automatic quality control (aqc) and manual quality control for po2 parameter out on the system. Customer stated that aqc and manual quality control for po2 was out from (B)(6) 2014 at 1:45am through (B)(6) 2014 at 6:02pm. Customer indicated that there were 8 patient samples run during this timeframe. There was no report of injury due to this event.